Event description:
It was reported that the patient experienced fluctuating blood glucose with an initial blood glucose (bg) of 76 mg/dl followed by rebound hyperglycemia of 223 mg/dl after overtreating with juice and subsequent corrective insulin dosing. The user experienced a recurrent low of 39 mg/dl that was again overtreated with a milkshake. Symptoms included hyperglycemia and hypoglycemia accompanied by shakiness, sweating, and impaired thinking. Outcomes included transient clinically significant hypoglycemia without hospitalization. Investigation included troubleshooting and user education on proper hypoglycemia treatment and meal announcement practices. Investigation of this case revealed user-related overtreatment of hypoglycemia and missed meal announcements leading to rapid excursions. It was concluded that the device functioned as designed and that the event was attributable to use error with respect to treatment of lows and meal announcement.